Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site 08/12/2015. Medtronic investigation of returned suspect device finds that the instrument end of the arm will not lock down. Mechanical failure - will not tighten on 09/02/2015 hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a site navigation system articulating arm that was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.